Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient was implanted with asr hip on or around (B)(6), 2009, and as a result the patient suffered, and continues to suffer, serious bodily injury, and will likely undergo revision surgery in the near future.